Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn and a portion of the lens missing. Method code added, result code updated. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.; (B)(4).

Event description:
The reporter indicated that, while preparing to load a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+4.0/084 (sphere/cylindar/axis) then inject into the patient's left eye (os), he noticed the lens was tore/broke. This occurred on (B)(6) 2017. Reportedly, this was discovered prior to opening the vial, however it is also noted that this could have been user error.